Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect interface module (uim) for investigation. The fa lab performed multiple power on cycles, voltage testing on the control board battery . The failure analysis lab was able to duplicate the reported issue, secondary to material fatigue. This issue will be internally investigated within carefusion. This issue will be internally investigated within carefusion.

Event description:
The customer reported an intermittent screen on this avea ventilator on power up. The customer reported that the screen was dark. The customer stated that this unit was not on a patient.